Manufacturer narrative:
Age at time of event: 18 years or older. A 3.00 x 16 mm promus element stent delivery system (sds) was returned for analysis. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined: a visual examination of the stent found damage to the proximal end of the stent with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge ID #g4958 and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending artery. The 3mm x 16mm promus element stent could not pass the lesion and the struts of stent were damaged. The stent was removed with the system and the procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending artery. The 3mm x 16mm promus element stent could not pass the lesion and the struts of stent were damaged. The stent was removed with the system and the procedure was successfully completed with a different device without issue or patient injury.